Event description:
It was reported that during the implant procedure, lead impedance measurements via psa were consistently 2800-3200 ohms. The lead was repositioned several times, testing cables changed, and connections checked with no affect. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found and distal conductor blood/body fluid (not obstructed).